Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, false empty detect at initial drain and use error: tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)). This is report 4 of 4.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Four increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice device. This is report 1 of 4. The iipv occurred on (B)(6) 2011 during drain cycle 4. The programmed fill volume was 2200ml and the total drain volume was 3604ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.